Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.

Event description:
It was reported that the patient experienced impedance issues with their ipg following a car accident. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.